Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a preliminary test was performed on the device and had a battery voltage of 3.03 volts and no anomalies were found. The device was then functional tested and failed for charge circuit problem. After functional test, tried interrogating the device and discovered that there was no telemetry or output. Upon visual examination, it revealed that the u12 component was blown off the hybrid. Analysis is incomplete due to device was damaged during testing.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.